Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was freaking out a little because their device wasn¿t really working at all and they feel like they want to have it removed, and they don¿t really know what to do. It was clarified that they had increased stimulation twice, but were still using the same amount of catheters as they were before, and they kept getting urinary tract infections (utis) from using a catheter. It was stated that they knew stimulation was on because they felt it on and off; they did not feel it all the time, but knew it wasthere, it was very little and wasn¿t bothering them. It was reviewed that changing programs was an option for them and that the time to optimum therapeutic benefit varied. It was recommended that they fo llow up with their healthcare provider or manufacturer representative; the patient noted that they thought the manufacturer representative was on their honeymoon so they hadn¿t called them.